Event description:
A home pt's nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine. Per initial report, a supply bag became disconnected from the supply line of the homechoice set for an unk reason during dwell 4/5. Baxter's technical service center assisted the home pt in ending therapy early. The pt completed therapy with new supplies. No pt injury or medical intervention was indicated at the time of the incident per the home pt.